Event description:
A customer reported obtaining a low reading on their adc meter of 5.7 mmol/l compared to 27.5 mmol/l on a different adc meter within a ten minute timeframe. It has been reported, the customer started to feel unwell and experienced symptoms of hypoglycemia and had a seizure. Customer's husband administered glucose stop to treat customer. Paramedics were called however, the customer was not taken to the hospital. There was no diagnosis or additional medical intervention reported. There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
The product returned, investigated and the complaint was not confirmed. No new issues were observed, all results were within range specification and no errors were observed during control solution testing.